Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing a cat6 through the vessel, the cat6 became kinked; therefore, it was removed. The procedure was completed using a new cat6. There was no report of an adverse effect to the patient.